Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient experienced shocking near her implantable neurostimulator (ins) site that traveled up to her midback. It was noted the patient had experienced this for several weeks prior to report with no recent falls or injuries. It was stated the patient had fallen two months prior to report, but that this was unrelated to the shocking issue. The patient was redirected to her healthcare provider (hcp). Additional information reported that impedance testing was performed and all impedances were found to be ¿normal¿ as of five days after initial report. It was stated that no malfunctions were seen and the cause of the shocking issue was not determined. It was noted the only intervention that was performed as of five days after initial report was reprogramming. It was stated the patient was receiving effective therapy following the reprogramming. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).